Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow required multiple responses to elicit a response. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. All of the buttons responded appropriately. There was evidence of keypad contamination found under the key contacts and the keypad flex was peeling off from the base. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a scratched display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.